Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during the implant the helix of the right ventricular lead required multiple turns to deploy, and would not retract properly. It was also reported that the helix became "stuck" in an intermediary positon. The lead was removed and replaced. No known patient complications were reported as a result of this event.